Event description:
It was reported that during the implant procedure, the helix of the atrial lead would not deploy with multiple attempts. The atrial lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Blood/body fluid was observed in/on the helix/lobe mechanism and on the distal conductor (not obstructed). No anomalies were found.